Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER for receiving several inappropriate high voltage therapies due to svt being misdiagnosed as vt. Programming changes were recommended.